Event description:
During an atrial fibrillation procedure, the left pulmonary vein isolation was completed, and when moving to the right pulmonary vein, the patient became hypotensive. An echography revealed a cardiac tamponade which required a pericardiocentesis to stabilize the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Correction: h6 code: medical device problem code.